Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 07/07/2014 with the following findings: on investigation, the display lens was found to be scratched. Unrelated to the original complaint, the battery compartment was noted to be cracked below the finger pad, the display was dim, faded and discolored and the up arrow, down arrow and ok buttons demonstrated intermittent response with contamination on the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.